Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the scope socket slide is malfunctioning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a faulty scope socket; the lamp had 100 or more hours; and has an updated power switch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the front panel and one of the ports were bashed in on the xenon light source. The issue was found during preparation for use for an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: faulty scope socket. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.